Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right hip was revised due to extreme wear of the trunnion and disassociation. Intra-operatively, an excessive amount of black tissue was noted in the patient. The stem, head, and poly liner were revised (rep confirmed there are no allegations against the liner). Rep provided a picture of the explants and reported that no further information is available.

Manufacturer narrative:
An event regarding disassociation, wear and altr involving an accolade stem was reported. Trunnion wear was confirmed through visual analysis. Disassociation & altr were not confirmed. Method & results: device evaluation and results: visual inspection: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted stem with trunnion wear, evidence of bony ongrowth and the presence biological matter. It is difficult to determine if the black matter is metallic debris or biological matter. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to extreme wear of the trunnion and disassociation. Intra- operatively, an excessive amount of black tissue was noted in the patient. The stem, head, and poly liner were revised (rep confirmed there are no allegations against the liner). Rep provided a picture of the explants and reported that no further information is available.